Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Nurse and pt reported that pt was hospitalized with diabetic ketoacidosis. On (B)(6) 2011, pt rec'd ongoing e4 occlusion errors on the infusion device. Errors occurred approx every hour throughout the night, and pt changed the cartridge and infusion set 3 times. On (B)(6) 2011, the infusion device did not give e4 occlusion errors, but pt was unable to decrease his blood glucose despite delivering extra insulin. Blood glucose was consistently above 18mmol/l (324 mg/dl). There were no signs of insulin leakage, and pt was unsure why his blood glucose would not decrease. In the evening, blood glucose was 21.6 mmol/l (388.8 mg/dl). Wife transported him to the hospital where he was treated with insulin. Pt felt better at the time of the report but was going to stay in the hospital 1 more night. Pt reported that approx 1 month ago, there was a leak in the cartridge, and insulin spilled into the cartridge compartment of the infusion device. Pt cleaned the insulin and allowed the infusion device to dry. Infusion device was requested for evaluation. Additional information was not provided.